Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow, down arrow and ok keypad buttons were harder to press and that he almost has to press his fingernail into the button in order to get a response. The issue has been reportedly occurring for weeks. It was indicated that the audio and contrast buttons were working appropriately. The patient reportedly wore the pump underneath clothing. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow and ok keypad buttons required excessive force and multiple button presses in order to elicit a response. The keypad buttons were found not to spring back or click back normally. The audio bolus button and contrast keypad button responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.